Manufacturer narrative:
According to the customer, the nebulizer was not producing mist during use. The patient reported feeling short of breath. An alternate device was used; however, doses of the patient's medication were missed in the interim it has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer was not producing mist during use. The patient reported feeling short of breath. An alternate device was used; however, doses of the patient's medication were missed in the interim.

Manufacturer narrative:
Update to g3 and h6. After further investigation, it has been determined that the date the complaint was received by the manufacturer was 02/06/2026. The investigation involved testing of the actual/suspected device and a review of trend data. The investigation identified an operational problem and a dust/dirt problem. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.